Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they are having trouble charging their implanted neurostimulator. Patient reported "it will turn itself off" and reported it charges very slowly if it charges at all. Consumer tried to clarify if patient was referring to their recharger turning itself off and patient stated they "find that it's already off" when they connect to charge they show "zero charge on my controller". Patient clarified implant battery is at zero. Patient stated they had the charger on all day yesterday and only got up to 50% and took a long time to charge. Patient stated no coupling boxes were filled in. Consumer reviewed how to recharge and patient started a recharging session on the call. Patient stated seeing 4 coupling boxes filled in initially on call and stated implant battery was at 50% and was incrementing to 75%. Patient confirmed therapy was on. Patient stated they have seen that their implant is off before on their programmer. Patient stated losing coupling boxes on the call and stated coupling boxes went away, then 2 boxes appeared. Patient confirmed im plant still showed charging. Patient provided event date as "about 2 months ago".

Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6), product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received replacement antenna however the other item wasn't in the box and still unable to charge implant. Patient said therapy is off and symptoms have returned. When asked, patient said that did attach the new antenna. When connected patient stated that the recharger battery icon showed empty. They realized that the issue is actually with their insr not the dtc. They noticed that something fell off inside the dtc port. Patient has not been able to charge their ins in almost a week and therapy is off. Emailed replacement insr request to repair. Patient said that lost the power cord and unable to charge the recharger. Replacement request was sent to repair to sent dtc and ac power cord.